Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2022. Customer's blood glucose value was 260 mg/dl at the time of the incident. Customer's current blood glucose level was 126 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea, feeling sick/unwell, headache, tired/weak. The customer was treated with intravenous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer did allege insulin pump was under delivering. Customer reported that insulin pump had a crack. No further patient complications were reported. The customer will discontinue the use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.